Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer¿s blood glucose level was 402 mg/dl. Customer's current blood glucose was 359 mg/dl. Customer treated their high blood glucose levels with insulin pump. Customer reported symptoms such as sleepy. Customer informed that the auto mode was active at the time of incident but was kicked out due to high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer declined to troubleshooting for high blood glucose levels. The insulin pump will not be returned for analysis.